Event description:
Baxter reported the internal light blue occluder feet were observed to be broken. Therefore, the transfer set was leaky and was exchanged. Damage of the set was observed after 4-8 weeks after installing. No patient injury or medical intervention was associated with this incident per the international affiliate.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.